Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As rec'd the belt failed incoming pulse testing. Up on evaluation the green and black (pp+) wires were detached inside the distribution node (dn). The cause of the test failure is the open connection. The cause for the open connection is poor solder. The root cause of the poor solder cannot be positively identified but is likely a mfg error. No adverse event resulted from the open connection. The last pt to use this electrode belt did not report any deficiencies.